Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction with unspecified mentor saline breast implants and experienced postoperative right-sided breast pain, deflation, and bilateral breast asymmetry. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with a 450cc mentor memorygel breast implant on the left side (catalog number 3504501bc, serial number (B)(4)) and a 325cc mentor memorygel breast implant on the right side (catalog numbeer 3503251bc, serial number (B)(4)). This report is for the patient's left-sided device.